Manufacturer narrative:
Trackwise#: (B)(4).the device was returned to the factory for evaluation on 08/16/2024. An investigation was conducted on 08/22/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw. The detached silicone insulation was not returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed, however, the analyzed failure "peeled; delaminated; jaw" was observed.the lot # 3000394086 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 stopped working mid case while harvesting radial. The metal piece of the cautery popped out/tip is came apart. It was not in the patient. Jaws were closed when inserted. A new device was used to complete the procedure. There was a delay to get the new kit. There was no patient harm.

Manufacturer narrative:
Trackwise # (B)(4). Correct section: h6 - medical device ¿ problem code from" 1198" to "2981."